Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecision with the prolactin assay on the architect i2000sr analyzer. A patient sample that initially tested at 55.9 ng/ml retested at 20.31 ng/ml on the same analyzer and 62 ng/ml on a different analyzer. The customer's normal range is 5.18 - 26.53 ng/ml. No adverse impact to patient management was reported.

Manufacturer narrative:
An abbott service representative was dispatched to check the analyzer and replaced the r1 probe. A review of the analyzer service history identified replacement of the sample probe as well. There have been no subsequent contacts from the customer regarding discrepant results since the probes were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the investigation performed, the complaint information reasonably suggests a malfunction occurred; however, no systemic issue or product deficiency was identified.